Manufacturer narrative:
Sections with additional information as of 11-oct-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 276, 376, 489, 293 and 142mg/dl. The customer¿s expected fasting blood glucose test result range is 100-110mg/dl and expected post prandial after meals expected range is 120-150mg/dl. Customer stated he has been using another brand meter to test. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 269mg/dl and 270mg/dl using true metrix meter. The product is stored according to specification on a hallway counter, the test strip lot manufacturer¿s expiration date is 05/31/2022 and test strips were opened three weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).